Event description:
It was reported per field service report: symptom - pump checkout requested after report of iab rupture. Findings/action taken: perform checkout. Pump operating normally, no sign of contamination. The pump is back in service. It was noted that the pump used was an autocat2 wave s/n (B)(4).

Manufacturer narrative:
(B)(4).